Manufacturer narrative:
The reported issue that the pump module¿s rate accuracy was too low, failing the pm process, was confirmed and duplicated during the investigation. Rate accuracy testing found the pump module to be under infusing out of specification. The inspection of the pump module found all three pumping mechanism bezel posts to have separated on the right side. The upper left post was cracked along with finding cracks around the ail mounting posts, a crack in the lower door hinge shroud, and at the area below the upper pressure sensor nest. It was noted the pump module has experienced rough handling; the light tower was found broken at its right side. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involved.

Event description:
The customer reported rate accuracy too low and it failed preventive maintenance. Calibration of the instrument did not correct the issue. There was no patient involvement.